Event description:
Suspected approximately 30 false positive flu a results out of 1800 tests; tested on symptomatic and asymptomatic patients the customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.